Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/04/2022, it was reported by a patient via email that she underwent a reverse shoulder replacement on (B)(6) 2021, and is now experiencing sudden pain to her right shoulder when raising her arm overhead. X-rays suggest a stress fatigue fracture through the inferior screw. This demonstrates loosening of the left glenoshpere/baseplate. No additional information provided. Additional information requested. Additional information provided on 01/22/2021: implanted devices are as follows: right reverse tsr, arthrex univers 6mm stem with 36/+2 right suture cup, small 33/+3 humeral insert, 24mm mono-block base plate with 3 locking screws,+4/33mm glenophere. A CT scan of the right shoulder obtained at lehigh valley hospital is available for review. This demonstrates appropriate positioning of reverse tsr components. A minimal amount of fluid is seen. There is degenerative change to the ac joint. No lucency around the implants. Due to the artifact the screw fracture is not visible. At this time a revision surgery will not take place. Additional information requested. Additional information provided 09/21/2022: implanted devices are as follows: ar-9560-24p, batch 8164; ar-9502f-36rcpc, batch: 19.04738; ar-9564-2433-lat, batch: 19.00839; ar-9503-3633-3, batch: 19.02941; ar-9563-20, batch: 2019004605; ar-9563-32, batch: 2019004423; ar-9562-32nl, batch: 2019002834; ar-9501-06p, batch: 19.04248. It was reported by the patient that the revision took place on (B)(6) 2022.